Manufacturer narrative:
The impella cp was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) female patient had impella cp pump inserted in the right femoral for myocarditis. The patient was implanted on (B)(6) 2021 and explanted on (B)(6) 2021. It was reported that during impella support, the patient experienced access site bleed. Surgical hemostasis was performed; however, there was no improvement even after adjusting the fixation angle. As a result, vascular sutures were performed. No further information was provided.